Event description:
It was reported that a physicist discrepance was identified on the 6800 system. The viewed image exceeds the field size and the beam size was exceeding the viewed field by 5.025%. No pt injury was reported.